Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for eight (8) years and one (1) month, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
Corrected sections b5; b6; b7; d4 (UDI #); h6 health effect - clinical code and device code(s).

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for eight (8) years and one (1) month, is being evaluated for a valve-in-valve procedure due to high gradients and mild-to-moderate aortic insufficiency (periprosthetic). Tee will be performed to assess aortic valve leaflet function and to determine whether the patient has truly severe aortic stenosis or if his pvl is leading to high gradients. The patient presents with progressive doe and angina (class iii).

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. Based on the limited information available, the root cause of this event cannot be determined.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for eight (8) years and one (1) month, is being evaluated for a valve-in-valve procedure due to high gradients, mild-to-moderate aortic insufficiency, and pvl(in non-coronary cusp). Tee will be performed to assess aortic valve leaflet function and to determine whether the patient has truly severe aortic stenosis or if his pvl is leading to high gradients. The patient presents with progressive doe and angina (class iii).